Manufacturer narrative:
(B)(4). Catalog #:igtcfs-65-jp-jug-tulip. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: images demonstrates, that the filter was completely expanded with full leg wall apposition. However, images reveal that the grasping hook on the filter introducer was never retracted into sheath and therefore grasped a secondary filter wire, resulting in filter was pulled into the right atrium when filter introducer was retracted. Also a secondary filter was attempted placed, but placed in right gonadial vein due to tortuosity of the ivc, which the physician was unaware of due to lack of pre venogram and verification of correct position of deployment sheath before filter introducer was advanced. This second attempt caused gonadal vein dissection. No evidence to suggest that device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the device was used for ivc filter placement as an emergency treatment. The delivery system was approached from the right jugular vein and the filter was placed below the renal veins but tilted. Since filter movement according to pulsation was confirmed, the physician thought that the filter was engaged with the ivc firmly. However because perspective image did not show a figure of the filter in the position where the filter had been placed, the user noticed that the filter migrated to somewhere. The filter was confirmed to be migrated and placed in the atrium, then the migrated filter was retrieved with gtrs-200-rb successfully. The physician attempted to continue the procedure with another gunther though, he decided not to place an ivc filter in the patient since the sheath of the replacing gunther would not advance below the renal arteries due to severe vessel tortuosity. Patient outcome: there have been no adverse effects to the patient reported.